Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber pcb and left monitor were evaluated and replaced. The high voltage cables were greased and a filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not make x-rays. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.